Event description:
It was reported that while using the surgical fiber during a prostate procedure, irregular firing and decreased tissue vaporization efficiency were observed at 54, 853 joules of use. There was no report of injury.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus of the metal cap and devitrification at the cap output window were also observed. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.